Manufacturer narrative:
(B)(4). Concomitant medical products : exceed cup size 50, head delta ceramic size 32, exceed polyethylene insert size 32. Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product was not returned. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013 . Subsequently, the patient was revised due to calcar fracture on (B)(6) 2013.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b5, b7, g1-2, g4, h2, h10. H3 - the device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 4 similar complaints (including the current complaint) have been recorded regarding a "bone fracture" on gts femoral stems (all references) since one year. With the available information, the exact root cause of the event could not be determined. Please note that the patient fall was mentioned as related to the implant revision. There is no element showing that the revision was caused by a non-conformity of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised due to a calcar fracture due to a bad fall on the implant¿s side on (B)(6) 2013. The gts stem was replaced with a cemented stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: product 1 : item name : e exceed abt insert ep.053250, lot : 2886362, reference : 523005. Product 2 : item name : e exceed abt cupule 131350ha lot : 2909598, reference : 523004. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent initial hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised due to calcar fracture on (B)(6) 2013.